Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was emitting double beep sound without cassette. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation the pump was found to be displaying "double beeping" message without cassette attached during the investigation. The pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.